Event description:
The user reported that near the end of a cardiac angiography procedure air was injected into the patient. The user does not know where or how the air came into the system for this event. The device was discarded. The patient did not require treatment due to the air injection. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device was discarded and will not be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.